Manufacturer narrative:
This device cjs 23350 (lot i0604068) is distributed outside the united states; however, it is similar to the united states product cxs 23350. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The female had the following medical history: omi, uap, congestive heart failure, past history of pci, diabetes, smoking, diabetic renal failure and diabetic neuropathy. The target lesion was the mid right coronary artery (rca). There was 75~90% stenosis. The target lesion was de novo, eccentric, tubular and highly calcified. Aha/acc classification of the vessel was a type b2. The length of the lesion was 17.8mm and the diameter of the vessel was 2.9mm. The % of stenosis was 63.2%. Pre-dilation was conducted with a 3.0 x 23mm cypher stent (lot number i0604068) was implanted at 14 atm for 31~60 seconds. Post dilation was not conducted. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0.9%. Approximately two yrs later, follow up coronary angiography was conducted and restenosis was observed inside the 3.5 x 23mm cypher stent implanted in the mid rca. The pt did not show any symptoms. There was 90% restenosis. To treat the restenosis, a 3.5 x 13mm cypher stent was implanted at 20 atm. Inflation time was unk. The residual % of stenosis was 0%.